Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vv 6 accessory pack balloon on the btt popped. A new kit was opened to complete the procedure. Only delay was to open a new kit. There was no patient injury.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, d10, e1, g4, g7, h2, h6, h10.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/30/2023. An investigation was conducted on 12/05/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact btt body. There was a slit observed on the side of the btt silicone balloon. No other visual defects were observed. A mechanical evaluation was conducted. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. A leak were observed on the silicone balloon. The btt was unable to be inflated. Based on the returned condition of the device, and the investigation results, the reported failure "material rupture " was confirmed. A ship history was performed to the account, there is no evidence that anything was shipped to the account prior to the aware date.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vv 6 accessory pack balloon on the btt popped. A new kit was opened to complete the procedure. There was no patient injury.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.